Manufacturer narrative:
The perfusionist was done with cardiopulmonary bypass and was transfusing rest of the blood in the circuit to cell-saver to spin it and give it back to the patient, when the power went off on the centrifugal pump. The perfusionist checked for any loose connection, then turned on the battery switch underneath, but nothing worked. When biomedical engineer came, he noticed that battery light was red. He also mentioned that may be the battery was not charged. After a few minutes the electric power was back on. The lost power event for the centrifugal pump is being reported on MDR number 1828100-2013-00972. The field service representative (fsr) performed preventative maintenance (pm) on the system. The pm was completed without issues. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal control module battery was not charging or holding a charge. The customer does not recall any error messages. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.